Event description:
It was reported that the patient presented to the hospital due to their device alarming. The right ventricular (rv) lead exhibited high/undefined pacing impedance, and it was programmed off and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.